Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged resulting in increased threshold measurements and a decrease in impedance measurements. As a result, the rv lead was replaced. No adverse patient effects were reported.